Event description:
Customer complained about sensor reading discrepancies. Customer reported that her blood glucose level was 144 mg/dl but her sensor glucose reading was 40 mg/dl and the insulin pump went into threshold suspend. Customer removed the sensor and it was not bent. Customer stated she has had issues with the sensor not sticking and she does not use over tape. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.